Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays or operative notes were returned for review. Patient information such as height, weight, and activity level is unknown. Based on the available information, a definitive root cause cannot be ascertained at this time. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised approximately 49 months after implantation.